Event description:
Guidewire passage difficult/damaged or out of spec; it was reported that the guidewire unraveled. It was further stated that the guidewire frayed. There were no patient complicaitons. Device was disposed, and is unavailable for evaluation.

Manufacturer narrative:
Device was disposed at hospital, and will not be returned for evaluaiton.